Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("horrible pain in the pelvic region / pelvic pain felt like stabbing pain") and restless legs syndrome ("restless leg syndrome") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (levothyroxin) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced restless legs syndrome (seriousness criterion disability), allergy to metals ("allergic to nickel"), menorrhagia ("periods got heavy with blood clotting / losing so much blood during period"), dyspareunia ("pain during sexual intercourse"), urticaria ("broke out in hives"), pain in extremity ("leg pain"), fatigue ("tired all the time"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cysts"), uterine enlargement ("bulky uterus"), abdominal distension ("extreme bloating"), irritable bowel syndrome ("irritable bowel symptoms"), fear ("scared") and depression ("depressed"). The patient was treated with surgery (complete hysterectomy). At the time of the report, the pelvic pain, restless legs syndrome, allergy to metals, menorrhagia, dyspareunia, urticaria, pain in extremity, fatigue, adenomyosis, ovarian cyst, uterine enlargement, abdominal distension, irritable bowel syndrome, fear and depression outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, depression, dyspareunia, fatigue, fear, irritable bowel syndrome, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, restless legs syndrome, urticaria and uterine enlargement to be related to essure. The reporter commented: scheduled for a hysterectomy on 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083008) on 01-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("horrible pain in the pelvic region / pelvic pain felt like stabbing pain") and restless legs syndrome ("restless leg syndrome") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (levothyroxin) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced restless legs syndrome (seriousness criterion disability), allergy to metals ("allergic to nickel"), menorrhagia ("periods got heavy with blood clotting / losing so much blood during period"), dyspareunia ("pain during sexual intercourse"), urticaria ("broke out in hives"), pain in extremity ("leg pain"), fatigue ("tired all the time"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cysts"), uterine enlargement ("bulky uterus"), abdominal distension ("extreme bloating"), irritable bowel syndrome ("irritable bowel symptoms"), fear ("scared") and depression ("depressed"). The patient was treated with surgery (complete hysterectomy). At the time of the report, the pelvic pain, restless legs syndrome, allergy to metals, menorrhagia, dyspareunia, urticaria, pain in extremity, fatigue, adenomyosis, ovarian cyst, uterine enlargement, abdominal distension, irritable bowel syndrome, fear and depression outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, depression, dyspareunia, fatigue, fear, irritable bowel syndrome, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, restless legs syndrome, urticaria and uterine enlargement to be related to essure. The reporter commented: scheduled for a hysterectomy on 2019. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.